Event description:
Implanted device removed due to reported pain. On (B)(6) 2014: initial implanted device generator (B)(4) , lead (B)(4), lead (B)(4). On (B)(6) 2015: replacement of generator due to reported shocking. Device: (B)(4). On (B)(6) 2017: explanted device due to pain. Dates of use: (B)(6) 2017, (B)(6) 2015.